Event description:
In 2004 an incident occurred when a likorall 243es sling bar inadvertently struck a pt on the pt's halo. According tothe facility, the caregiver was lowering the hoist hanger bar in preparation for transferring the pt. Then, an aide who was making the bed on the other side of the room pulled on a curtain which moved the hoist. The connected hanger bar then swung freely striking the pt's halo. No injury was sustained by the pt, and there was no any damage to the equipment. During discussions with the facility concerning lifting techniques, it was determined that two issues contributed to the incident. First, the caregiver was not holding the hanger bar while lowering; and second, the moving of the curtain by the facility aide leading to the unanticipated movement of the hoist.